Manufacturer narrative:
D10 - adding concomitant part 402438.

Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the turon humeral head becoming disengaged and the stem was loose. The surgeon removed all of the components and implanted a cemented monoblock reverse.